Event description:
It was reported to st. Jude medical that the ICD was explanted due to a sensing anomaly. Company has been unable to obtain any additional information to date, however, co has requested for additional information.